Manufacturer narrative:
(B)(4).

Event description:
A customer observed a piece of black particle inside the dialyzer after treatment when the blood was being rinsed back to the patient. Reportedly, the black particle moved around the membrane. The date of this event is unknown therefore the (B)(6) 2016 date in date of event section of this report is an estimated date of the event.